Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device had end tone and energy delivery but there was no regrasp alert. After a few minutes later, the site which was sealed, would start to bleed. The issue was recurrent. The surgeon changed the device and the same issue occurred. There was no patient injury.